Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and unable to clear the alarm. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No stuck button alarms/button error alarms during testing. Unit passed displacement test and self-test. All buttons function properly. The connector on the printed circuit board was not unlocked during visual inspection. Moisture damage noted on keypad traces. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked battery tube area, cracked reservoir tube lip, cracked retainer, corrosion on force sensor assembly and moisture damage on motor home switch.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.